Event description:
It was reported that the patient received multiple shocks in one week. Follow up confirmed that all shocks were deemed appropriate for polymorphic ventricular tachycardia (vt). The device had reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.